Event description:
As reported by the user facility: particle has been found in the 3l dual chamger bag connector.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available. Note: this report is being files for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical inc.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) picture was provided for evaluation. Following a visual inspection of the picture provided, it was observed a dark spot between the blunt cannula and its caps, external to the fluid path. Thus, the reported defect was confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. A batch record review for the reported lot number was performed, and no non-conformances or deviations were identified during the manufacturing process or final inspections. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.